Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center, that a technician was told to take a brush and go down the suction channel of the evis exera iii colonovideoscope; clean that area but go all the way down until the brush bends. The customer was informed this reprocessing method was incorrect. The customer agreed but wanted to get clarification. The customer was advised about getting an olympus endoscopy support specialist to the facility for re-training of technician. The customer is going to discuss and advise re-training to the technician. There were no delays in the unspecified procedure. The procedure was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to user understanding differing from the instructions for use (IFU) in device handling and/or reprocessing steps. The IFU (reprocessing manual) warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.